Manufacturer narrative:
(B)(4). Medical device: batch # p94g4j. Device manufacture date is 12/19/2017. Investigation summary: the er320 device was returned for analysis and upon inspection, the jaws were found to be in a yielded condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon cycling, the instrument was noted to be empty and locked out. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the reported event. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were found; however, it is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. Possible causes for the condition found may be due to closing the device over an existing hard object or clip, placing stress on the jaws and causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. The reported complaint was confirmed. The lot and batch history record was reviewed and no defects, ncr¿s, or protocols related to the complaint were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a lap cholecystectomy, the device did not fire properly. With no clips left, wasn¿t sealing the clips. A 5mm was used to complete the surgery. There were no patient consequences.